Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was later exchanged for a longer length lens and the probem was resolved. Reportedly, "the first ticl is implanted horizontally and the second ticl is implanted vertically. Cause of the event is unknown.

Manufacturer narrative:
H6: 4110 - work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Correction: d4: catalog# vticmo_12.6. Claim# (B)(4).

Manufacturer narrative:
H3: product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found a haptic broken and deformed lens. Dimensional inspection found the lens to be manufactured within specifications. Claim: (B)(4).